Event description:
It was reported that during revision the left ventricular (lv) lead insulation appeared to be damaged. The damage was repaired with silicone and remains in use. No patient complications have been reported as a result of this event.